Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge dislodged from the pump. There was no reported adverse impact to the customer's blood glucose level. Although requested, customer declined to provide additional information.